Event description:
It was reported, that the battery gauge was fluctuating. Additionally, it was reported, that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl. No information was provided of treatment for elevated bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.